Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 500cc gel breast prosthesis developed baker grade IV capsular contracture in her right breast. The patient reported that there was hardening and pain in her right breast. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 385cc gel breast prostheses on (B)(6) 2021. The suspect medical device was discarded after explantation surgery.